Event description:
It was reported that reposition screw had fractured slightly where the screw meets the shaft on an arch reconstruction.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
Visual investigation revealed that the tip of the repositioning instrument was broken off at the thread region. The broken off thread fragment was not returned. On the whole surface, strong marks of corrosion and pitting corrosion were visible. Additionally, the microscopic investigation of the breakage surface showed the appearance of a forced rupture caused by too high torsional and bending forces during application. The root cause for the reported event can be attributed to a user related issue.

Event description:
It was reported that reposition screw had fractured slightly where the screw meets the shaft on an arch reconstruction.